Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal end/electrodes of the lead were bent. (B)(4).

Event description:
It was reported that during the implant procedure, the physician believed that the right ventricular (rv) lead tip was kinked and did not feel comfortable implanting it. Another lead was successfully implanted. No patient complications have been reported as a result of this event.